Manufacturer narrative:
E1: establishment name: (B)(6) clinic . (Documented here due to character limitation in respective field) the field service engineer (fse) reported that instructions on how to use the product was provided to the user, and the product was being used properly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the flex deflectable videoscope had image noise occur when the device was connected during surgery (the subject cannot be recognized). The issue occurred during a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although this is a guess as for the relevant event, we have confirmed through non-destructive inspection (fluoroscopy) that the image sensor cable is kinked. It is thought that the output signal line was disconnected or shorted due to the kink of the image sensor cable, causing the image noise. The cause of the kink of the image sensor cable is thought to be that a strong external load was applied to the image sensor cable due to stress that exceeded expectations, such as excessive twisting or bending. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.